Event description:
(B)(4). The patient was enrolled in (B)(6) 2005. A type ii lesion was identified in the left carotid artery. The vessel reference diameter was 4 mm and the length was 6 mm with 90% stenosis, as measured by nascet. The target vessel was non tortuous with 1+ calcium present. Thrombus, ulceration, dissection and pseudo-aneurysm were not present. Cerebral protection was not used during the procedure. A carotid wallstent monorail with a diameter of 7.0 and length of 30mm was successfully placed at the intended site. Pta was performed with a non bsc balloon catheter. Symptomatic smooth plaque contour was reported. Heart rhythm stimulant and atropine 1.5 mg was administered during the procedure. Residual stenosis was estimated at 0-29%. Post-procedure, the subject was asymptomatic. The wallstent was found to be patent with a residual stenosis of 0%. Three month follow up assessment was not reported. Six month follow up assessment in (B)(6) 2006, the subject was symptomatic. Motor and sensory neurological evaluations were abnormal and worse from the prior visit. A transient ischemic attack (tia) with left hemiparesis was identified. "Tia present CT negative, stent placement has been done on the left carotid." The carotid wallstent was found to be patent with 0% residual stenosis. No additional information or follow up assessment was provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as complaint is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product available for analysis.